Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not have a minicap on and tucks the transfer set into their pants. It was also reported the patient does not dialyze on a regular basis, does not wear a mask and does not wash their hands. The patient was hospitalized for the peritonitis event and was treated with fortaz (1000ml, for eight days, route and frequency not reported) for the event. At the time of this report, the patient was remained hospitalized and was recovering from the event. Action with pd therapy was not reported. It was reported the patient was retrained on the proper aseptic technique "several times". No additional information is available as the reporter declined follow-up.